Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, upon connecting the balloon catheter to the y-connector, it was observed that the adapter was broken. The balloon catheter was replaced, and the procedure then proceeded. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af233 lot number 59068 showed that the luer was broken. Smart chip verification indicated the catheter was not used. Additionally, the balloon catheter passed the electrical integrity test and the performance was within specification. In conclusion, the reported broken luer issue was confirmed through product analysis. The reported balloon catheter 2af233 lot number 59068 failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.